Event description:
The following has been reported: biomed reported : issue - "tubing set not recognized". Tried different cases, tap to make sure clear of air, and cleaned clamp post. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a sensor hardware failure (set ID sensor). During operational use by the customer, the device experienced multiple tubing set misloaded errors. Log files were reviewed and confirm that the cause of the errors is coming from the set ID. However, this complaint could not be replicated during investigation. The device was able to pass mock infusion testing without failure. Despite this complaint not being confirmed, to ensure the quality of the lvp and patient care, the suspected to be intermittently failing component(s), in this case the set ID, will be replaced during repair.